Manufacturer narrative:
Type of investigation not yet determined ((B)(4)): additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It has been reported that the cardiosave intra-aortic balloon pump (iabp) unit has a gas leak. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e2, g3, g6, g7, h2, h4, h6, (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: g1, g2, h3. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The customer mistook a leak in the iab circuit for an issue with the machine having a leak. A full leak test was performed. Machine passes all calibration, functional, and safety tests. Returned to the customer for clinical use.

Event description:
N/a